Event description:
The customer stated that he received a button error alarm, followed by a blank display after changing the battery. The customer stated that no button was pressed for greater than three minutes. The customer also stated that he went to the hospital due to being constipated, and while he was there, the staff removed the insulin pump, which caused his blood glucose to elevate. The customer's blood glucose at the time of the call was 333 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with currents within specification. No blank display or button error alarm noted. The unit had intermittent button response due to moisture damage on the keypad trace. The unit was unable to prime during the prime test due to a protruded/loose drive support disk. The device also had a scratched lcd window, a broken belt clip slot, and cracks on the display window corners and reservoir tube lip.